Manufacturer narrative:
Upon reception of the loaner kit, the instrument has been segregated for decontamination and control process. No damage has been observed at the level of the rod connection tip. The instrument has been tested for assembly with a sample rod and was found to hold the rod properly. The observation of the part returned did not identify any damage, the instrument was found to work as intended. The event can be attributed to a wrong assembly of the spinal rod with the rod inserter prior to the implantation. It is reminded to fully maneuver the opening / closing mechanism of the rod inserter to ensure the rod is properly captured and held by the inserter.

Event description:
The pt was revised to address pain.

Manufacturer narrative:
The inserter has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete. A review of the device history records for this device did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event.

Event description:
It was reported that during a minimally-invasive double level spinal fusion procedure it was impossible to insert the rod in the proximal tulip. Checking intra-op with the fluoroscopy the rod deviated from the ideal track due to the connection between the inserter and the rod. No patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.